Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of a failed battery test from the insulin pump. The customer's blood glucose reading was 74 mg/dl. The customer stated that her pump broke and every time she puts in a new battery and read failed battery test. The customer stated that she is not able to turn the pump on. The customer was advised that (B)(6) aaa batteries are the most effective for the pump's use. The customer was advised that if the alarm is not cleared, the failed battery test will recur with each new battery inserted. The customer was not clearing out the alarm prior to changing it. The customer was advised to monitor the issue and call right back if it happens again to replace the pump.